Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other xience prime stent referenced is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a 3.0x38mm and a 3.0x15mm xience prime stent were successfully implanted, overlapping, in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient was admitted to the hospital for chest tightness. Angiographic imaging was performed and restenosis was observed at the mid lad target lesion. Balloon angioplasty was performed as treatment. The event resolved and on 07/21/2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.